Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) level rose to 14.4 mmol/l (259.2 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, the patient drank water, applied a new pod and extra insulin was administered. The patient's bg history is as follows: time: 8:06 am, bg (mmol/l): 13.2, (mg/dl): 237.6; 9:44 am, 10.8, 194.4; 10:03 am, 12.9, 232.2; 5:05 pm, 11.4, 205.2; 5:24 pm, deactivated pod; 5:27 pm, activated new pods; 6:44 pm, 13.4, 241.2; 7:24 pm, 14.4, 259.2.

Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked or damaged, though it was slightly curved. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was noted on the adhesive pad. The exact cause of the reported bleeding and bruising could not be determined. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality.